Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter name and address: (B)(6).

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2015 with the following findings: on investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was intact and no tactile issues were found with the buttons. Removal of the keypad cover did not find any damage or contamination with the button contacts. Unrelated to the complaint, a battery compartment crack was found below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'ok' button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.